Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the low voltage lead was opened during an implant procedure but was not used due to incorrect product. The patient condition was not known.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-11775 as the low voltage lead should not have been submitted as a medical device report (MDR) as the lead was not used solely due to patient anatomy with no allegation of malfunction.